Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they were unable to rewind the device. The customer was advised they may have been conducting bolus while trying to rewind. The customers' blood glucose level at the time of incident was 484mg/dl. The customer treated the highs with the pump. The customer states they would be contacting their healthcare provider.